Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a low speed advisory event, as well as transient elevations in pump power. However, a specific cause for the observed events could not be conclusively determined through this evaluation. The submitted log files contained events from timestamps 1252 days, 17 hours, 54 minutes through 1260 days, 19 hours, 48 minutes. A single low speed advisory alarm was captured at 1259 days, 3 hours, and 54 minutes associated with the pump speed briefly decreasing below the low speed limit. The pump maintained a speed above the low speed limit for the remainder of the log files. Transient elevations in pump power were also noted, some of which were captured during pulsatility index (pi) events. The pump appeared to be functioning as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) and the heartmate ii lvas patient handbook (rev. D) are currently available. Section 1 of the heartmate ii lvas IFU, ¿introduction¿, addresses all pump parameters, including pump speed. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the heartmate ii lvas IFU, ¿alarms and troubleshooting¿, and section 5 of the heartmate ii patient handbook, ¿alarms and troubleshooting¿, address all hazard and advisory alarms, including low speed advisory alarms, as well as how to respond to each alarm condition. The heartmate ii patient handbook also cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6) hospital in (B)(6).

Event description:
It was reported that the patient experienced a single low speed advisory event on (B)(6) 2021 while sleeping. The speed was noted at 7640 rpm. This event occurred while the patient was connected to battery power. The patient was asymptomatic at the time of the event. There was a sharp rise in power on (B)(6) 2021.